Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unspecified ipg issue. The patient was doing well postoperatively. Additional information was received that the reason for ipg replacement was due to difficulty and frequent ipg charging.

Manufacturer narrative:
Exact date unknown, event occurred in 2013. Explant date: 2013.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unspecified ipg issue. The patient was doing well postoperatively.